Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09e65, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the interstim ii s/n (B)(4) found no significant anomaly. Analysis of the tined lead l/n va09e65 found no significant anomaly. It was noted the lead was cut through and segmented.

Event description:
This information was previously reported that the patient experienced a loss of therapeutic effect which occurred a ¿few days¿ ago. The device was confirmed to be on and set to 7.8v. The patient had never changed programs and did not have instruction to do so. Information received later with the manufacturer serial number (B)(4) indicated that the device was returned with no paper work. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.